Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reprogrammed the system to resolve the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered an error 311 at startup. The technical support engineer (tse) confirmed golden image 311 in the system logs. The system will not recover. The site had a de vinci xi system they would do the case on. The procedure was aborted to another da vinci with no reported injury.